Event description:
(B)(4). The disc space was entered and performed the discectomy and prepare the disc space. The trajectory and depth of the planned 22mm globus polyether ether ketone (peek) expandable cage was confirmed with the stealth. Once the disc space was prepared, the 9-13 mm expandable cage was packed with synthetic kinex bioactive putty. Prior the placement, some of the bioactive putty was packed into the anterior portion of the disc space. The cage was tapped into place. The position was confirmed with the stealth. The cage was then expanded to about 11mm. This expansion reduced the spondylolisthesis and stabilized the segment. Attention was then turned toward the contralateral side. The same procedure was performed. The cage was tapped into place but required some adjustment. Surgeon attempted to recapture the cage with its inserter. Each time surgeon placed the inserter around the cage and screwed down the locking device it felt solid. Surgeon also used the screwdriver used to expand the cage to guide the inserter. However, the inserter would not retrieve the cage. On surgeon's final attempt to capture the cage, the cage migrated through the anterior longitudinal ligament (all). Surgeon could not visualize the cage through the disc space. Another intraoperative CT scan was performed revealing the cage had migrated anterior to the body of l4. Surgeon decided to finish the operation placing another peek cage packed with allograft. Manufacturer response for globus caliber expandable spacer tray inserters, globus inserter (per site reporter): manufacturer will test all similar instruments onsite to verify functionality and try to duplicate the reported problem.